Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. The event can be detected/prevented by following the instructions for use which state: ¿"chapter 3 preparation and inspection 3.2 inspection of the endoscope and 3.6 inspection of the endoscopic system". [Inspection of the endoscope] 9. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. Inspection of the objective lens cleaning function] 1. While covering the spray valve hole with your finger, depress the valve all the way (till the 2nd step) and confirm that water flow is observed in the entire endoscopic image. 2. While keeping the spray valve hole covered, depress the valve till the first stop position (till the 1st step) and confirm that emission of water spray is observed in the entire endoscopic image.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis lucera gastrointestinal videoscope exhibited insufficient angulation in the up/down direction. It was unknown when the event occurred. There was no report of patient or user harm associated with the event. The device was returned to olympus. During testing and inspection of the returned device, it was discovered that nozzle was clogged with foreign material. This medwatch report is being submitted to capture this reportable malfunction which was identified during the evaluation.

Manufacturer narrative:
The customer confirmed the following about the reprocessing of the device: (a) the customer cleaned, disinfected, and sterilized the device before sending it to olympus, (b.) There was no delay in the start of precleaning, (c.) The customer flushed the air/water nozzle with water and air, (d.) There was no abnormalities in the accessories used for reprocessing, (e.) The customer wiped/brushed the air/water nozzle with clean lint-free cloths, brushes, or sponges, (f.) The customer flushed the air/water nozzle with the detergent solution. The device was returned to olympus for evaluation. The customer¿s allegation of insufficient angulation was confirmed and was due to wear of the angle wire. Due to wear of angle wire, bending angle in up direction does not meet the standard value. The following findings were also identified: (a.) Due to wear of zoom lever, water tightness was lost, (b.) Due to wear of angle wire, the play of up/down knob is out of the standard value, (c.) Adhesive on bending section cover had a chip, (d.) Adhesive on bending section cover had a crack, (e.) Adhesive on bending section cover had white-clouded area, (f.) Switch button 1 had a scratch, (g.) Switch button 1 was worn, (h.) Adhesive around objective lens was peeled, (I.) Adhesive around the light guide lens was peeled, (j.) Plastic distal end cover had a dent, (k.) Connecting tube had coating peeling, (l.) The connective tube had a scratch, (m.) The connecting tube had a wrinkle, (n.) And the protector of universal cord on control section side had a scratch. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.